Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day. The cause of peritonitis was unknown. On same day, the patient was treated with vancomycin 500 mg, intravenous (IV), daily for peritonitis. The patient was still in the hospital and recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.